Manufacturer narrative:
The received device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. It can therefore be confirmed that this caused the device to not properly deliver insulin. Corrosion was observed on multiple internal parts as a result of fluid leaking from the internal tear. Due to the internal leak/subsequent corrosion, the data was unable to be recovered from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl). The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod and correctional bolus.